Manufacturer narrative:
Medical device expiration date: na. Additional phone numbers: (B)(6). Multiple 510k numbers were reported to be involved: k111860, k130470 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer may have received false positive results. At this time it is unclear whether or not patient samples were involved. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "epp assay results investigation"

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916and serial number (B)(6)) had a "false positive¿. Customer reported that they had false positive results on epp. Bd manufacturing engineer and system engineer visited the site and investigated the instrument. They noted that were filaments in the cartridge and that there were several alignment correction that had to be done. Internal team recommended installing the fixed magnet assembly. Field service was dispatched. Field service installed the fixed magnet assembly to the instrument. Customer plan to refrain from performing interleave runs to minimize potential issues. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 21 jan 2019, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and in august 2021, the instrument experience discrepant issues with epp. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined to be due to contamination inside the instrument. Complaint is confirmed by service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer may have received false positive results. At this time it is unclear whether or not patient samples were involved. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "epp assay results investigation."

Manufacturer narrative:
After additional review, this MFR# 1119779-2022-00744 should be considered canceled. This event was previously reported under MFR # 1119779-2022-00571.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer may have received false positive results. At this time it is unclear whether or not patient samples were involved. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "epp assay results investigation."